Manufacturer narrative:
Mz1000 china/no 510k this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07 . The 510k number provided in section PMA/510k is for the domestic similar product. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests that there was a leakage. Maxzero was connected to infusion device and cvc when leakage occurred at the connection point. It is reported that patient experienced irritation of skin because of the drug.